Event description:
Dr. Was conducting a cervial corpectomy with fusion. When he was in the process of screwing the distraction screw into the vetebral body with the v. Mueller-neuro spine screw driver(s-0106), the screw broke. By his estimate, the screw was in about 3 threads when it broke flush to the vertebral body. The doctor could not take out the screw without damaging the bone.